Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection an attempt had been made to shape the guidewire tip. The guidewire was returned broken/fractured in 3 segments (9cm distal segment, 2mm segment, 289.9cm proximal segment), the segments were connected by stretched platinum wire. In the proximal segment, the nitinol tubing was returned broken with the core wire and platinum wire exposed. In the distal segment, the nitinol tubing was returned broken with platinum wire exposed. The guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas to 150cm from the proximal end. The core wire distal end was observed through the distal tip dome. The guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The hydrophilic coating was intact. The guidewire distal tip revealed slight uneven swelling/bulge on its distal tip. When dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. A functional inspection could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, that this was an out of box failure. During analysis, the guidewire was noted to be broken/fractured in 3 segments (9cm distal segment, 2mm segment, 289.9cm proximal segment), the segments were connected by stretched platinum wire and the core wire was exposed. The guidewire ptfe coating was noted to be peeling in multiple areas to 150cm from the proximal end. As this was reported to be an out of box failure, it is probable that the guidewire and ptfe peeling were damaged as a result of handling of the device during removal of the device from its dispenser hoop. The guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The hydrophilic coating was intact. The guidewire distal tip revealed slight uneven swelling/bulge on its distal tip. When dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. During the dimensional inspection, the od's (outer diameter) were confirmed to be within specification when the device was both wet and dry. An assignable cause of handling damage will be assigned to the reported and analysed defects 'guidewire broken/fractured during preparation' and the analysed defect 'guidewire ptfe coating peeling' as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. An assignable cause of procedural factors will be assigned to the analysed defect 'device has cosmetic/appearance issue' since these issues appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The subject device was returned for analysis, and it was discovered that the guidewire subject device ptfe (polytetrafluoroethylene) coating was noted to be peeling. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.